Event description:
Information was received, from a consumer. Regarding a patient, receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported, that their ptm "is not working". The patient was getting "no pump found", for the past 2 days. The patient was walked through resetting the communicator and handset. When patient first tried to connect, they received "not found". Then screen went to "no pump found". The agent also, had patient toggle airplane mode off and on, but did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device. Agent informed, if they continue to see "no pump found" to work with their physician. Connection issues: the patient getting not found and no pump found. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 25-oct-2020, UDI#: (B)(4). Analysis of the communicator found, that the tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.